Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer blood glucose level was 28 mmol/l. Customer had treated high blood glucose with manual injection. Trouble shooting was declined. It was reported that insulin pump had received power loss alarm. Customer inserted new battery in insulin pump and got blank display and buttons were not responding, even battery compartment was cracked. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed displacement, active current test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test dat0.08680 and self-test. However, unit received with unexpected battery power loss and had high sleep current. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, j6 connector, force sensor, motor, harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, overlay scratched, damaged display window cover, cracked case (battery tube), broken battery tube threads, cracked case, and corroded battery tube. Cosmetic damage was confirmed at the battery compartment. Unexpected battery power loss confirmed due to moisture damage on the pcba 1, j6 connector, force sensor, motor, harness assembly vibrator. Blank display not confirmed. Keypad unresponsive/button error alarm not confirmed. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.